Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap threads were damaged. The battery compartment threads were damaged and the battery compartment was cracked in the thread area. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. There were pump reboot events observed in black box on (B)(4) 2007. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.